Manufacturer narrative:
The inverter pca and hif pca were replaced and the device passed all performance assurance testing and was placed back in service.

Event description:
It was reported to philips that the device had a "burned inverter pca". There was no reported patient involvement/adverse patient impact.